Event description:
It was reported that the lead was placed in the proper position. It was noted that the sheath was removed and film taken to save for the file. It was noted that the lead electrode had advanced itself passed 2 cm anterior. It was further noted that the number 3 electrode passed anterior bone table. It was noted that the physician reached into the lead and the electrode was sliding in and out. It was noted that they were able to back it out and slide it forward. It was noted that the patient was getting improper motor response. It was noted that there appeared to be tined failure. It was noted that they were unable to check impedances. It was noted that the lead was replaced and there were no issues with impedance. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va08ezp, product type lead. (B)(4).